Manufacturer narrative:
Samples were received from consumer and were consistent with the reported complaint. The investigation was completed. The root cause of the reported event was determined to be related to process controls during manufacturing at the petal forming station. At this time, the affected product has been discontinued, and no further manufacturing will be undertaken. If production is resumed in the future, improved process controls will be implemented at the petal forming station prior to manufacturing. Additional information: d9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: type of investigation, investigation findings, investigation conclusion. H11: manufacturer narrative.

Manufacturer narrative:
The investigation is in process. A supplemental follow-up report will be submitted upon completion.

Event description:
Consumer reported that with an unspecified number of pessaries, the prongs on the applicator were open which hurt and scratched during insertion. She did not seek medical attention and she did not report any serious adverse health effects.